Event description:
It was reported that the patient experienced a low blood glucose of 61 mg/dl, without symptoms, which was treated with oral glucose (gatorade) and subsequently rose to 112 mg/dl; the cause was unclear and education on proper treatment and the 15-minute recheck was provided and acknowledged. Symptoms included an asymptomatic hypoglycemic event. Outcomes included recovery without escalation or hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device malfunction reported or observed and no component issue identified, with the event consistent with user-managed hypoglycemia of unclear origin. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.